Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6 and h11. Device did not pass the rpm test per zpo 13.90. The control bar was not flush with the master blade and therefore does meet standards per zpo 13.90. Calibration was not in limits when set to 0, 10, and 20 readings per zpo 5.3258. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There was no additional information associated with this malfunction.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Event description:
It was reported that during surgery, the unit skiped and stalled when it was used. There is no patient impact or delay reported. Due diligence is complete and no additional information is available. There was no adverse event associated with this malfunction